Event description:
A nurse contacted baxter's service center and reported that the home patient's (hp) catheter broke and the patient line was disconnected. This event occurred during dwell. The technical service representative (tsr) assisted the nurse with ending therapy. There was no patient injury or medical intervention indicated at the time of the initial report. No further information is available.

Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed. The product code in unknown; therefore, a 510k number cannot be provided. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for a connection issue was not confirmed. The cause is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.